Manufacturer narrative:
This event is no longer reportable since additional information was received indicating that the device was explanted due to therapy upgrade and there was no evidence of product malfunction.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance anomaly. This device was successfully replaced. No additional adverse patient effects were reported. Additional information was received, the device was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance anomaly. This device was successfully replaced. No additional adverse patient effects were reported.